Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 28.0 cm to 28.8 cm from the tip electrode, due to friction with another device. The outer coil was exposed in the same area. The abraded insulation could have contributed to the noise problem.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted.